Manufacturer narrative:
(B)(6). Concomitant: xl-053250, rloc-x arcomxl h/w 50/32mm 23, 6055481. (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00887.

Event description:
It was reported that after implanting the liner and stem the trial femoral head was put in. However, when taking out the trial femoral head, the liner came out together with the head. Then, the surgeon tried to implant the liner into the cup again, but it would not stabilize. Finally, the surgeon had to take out the cup and implant another cup to complete the surgery. The surgery was delayed for 30 minutes. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was determined this reporting is a duplicate of 0001825034-2018-00709. Please void this submission..

Manufacturer narrative:
It was determined this reporting is a duplicate of 0001825034-2018-00709. Please void this submission.